Event description:
Kimberly-clark received a report stating, "during procedure, the physician was not able to get a temp reading from the probe. Procedure had to be aborted. No pt injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The review of the device history record and the analysis of the returned device are pending. We are unable to determine a root cause at this time, as the investigation is ongoing. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.